Event description:
It was reported that after putting the drug into the cassette and connecting the extension tube to use the cadd solis, an occlusion alarm went off. The event occurred during priming.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - MFR establishment name - updated. H6: codes were updated. One device was returned for investigation. As received, there were no damages or anomalies observed. Visual and functional testing was performed. The cassette was filled with 250ml of water using an ICU medical provided syringe. The cassette was then installed onto a cadd solis 2110 pump. No pump alarms were observed during priming. The complaint of causes pump to alarm cannot be confirmed nor replicated.